Event description:
A (B)(6) female underwent ursl on (B)(6) 2013. When the physician removed it, the catheter just pull it away by hand (because the catheter is 125 cm in length, it's long enough for doctor to pull it away and not use any tool). However, when the physician pulled it away, the catheter was broken two pieces in ureter. He used the ureteroscopy to find the other piece and removed it by forceps. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The used catheter was returned. The catheter was missing the flla connector and the tip, just distal of the 2 cm ink mark, is missing. The overall length of the tubing was 121.2 cm. The distal portion exhibited scrape marks on the 2 cm ink mark and on the tubing leading to the angled separation. This is indicative of the catheter tubing getting caught on something (often, the end of the ureteroscope) during removal. The catheter was partially severed at an angle, then pulled to separation. This device has been severed by an undetermined instrument. Current controls in place for manufacturing and quality control are in place to assure functionality and device integrity prior to transportation. Will continue to monitor for similar complaints. Appropriate internal personnel have been notified. No additional actions required at this time. Per (B)(4), additional action is not required at this time based on the associated risk.